Event description:
It was reported that during docking at the user facility the unit was not able to dock, which caused a surgical delay of 30 minutes. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired by a field service technician at the user facility and returned to service.

Event description:
It was reported that during docking at the user facility, the unit was not able to dock, which caused a surgical delay of 30 minutes. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation in progress.